Manufacturer narrative:
Expedium 5.5 ti 10x90mm sai polyaxial screw (product code: 1797-04-090, lot number: tbdxw) was returned to the complaints handling unit (chu) for evaluation. The screw was received as several different components. The shank is firmly lodged in the returned broken screw removal instrument. The shank features no visible damage, but there are numerous surface markings toward the neck of the screw. Due to the head of the screw being lodged inside the removal instrument, no observations could be made regarding the status of the screw head, including whether or not it had been stripped. Also, the visible damage to the screw is not sufficient to determine if the screw had broken or had its tulip head forced out. The remaining pieces of the screw were returned having visibly been cut into multiple pieces. The saddle had been split in two. The flex ball had visibly been crushed and cut during removal as evidenced by its surface markings, and the tulip head had also been cut in two. The threads inside the tulip head were found to have been completely stripped off. The damage to the threads is uniform across the entire length of the tulip head. Based on this damage, it appears that the returned set screw may have been inadvertently cross threaded while inserting the set screw. The cross threading of the set screw applied force to the tulip head threads when an attempt was made to tighten the set screw, leading to the threads tearing. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the screw head becoming stripped and the screw shank breaking cannot be determined from the samples and the information provided. There is not enough evidence available to provide a possible root cause to determine how the body of the screw became separated from the tulip head or whether or not the drive feature in the screw thread had become stripped. The root cause of the threads inside the tulip head tearing cannot be determined from the sample and the information provided. A potential root cause may be inadvertently cross threading the set screw during insertion, leading to the threads tearing during an attempt to tighten the screw. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The inner portion of screw stripped at t27 connection and then head where set screw threads stripped making it very difficult to remove. Added one hour anesthesia additional time for screw removal. When did the event occur? During screw insertion. Case was a revision. Removed previous sai screw 7.5 in diameter and surgeon tried to put in a 10x90 screw in same hole without tapping. Pre-operative diagnosis: t10-pelvis revision, broken rod at l2-3 from patient falling.